Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) called back and re-reported previously documented events fromthis case. Pt noted they continued to experience difficulty recharging the implanted neurostimulator (ins) battery and would see the "poor recharge quality" screen, but they confirmed they didn't see any error messages when recharging the ins battery. Pt noted one side of the rtm wouldn't work so they flipped the rtm and sometimes worked better. Pt noted they would get excellent recharge quality, but the connection would be disrupted. Patient service specialist (pss) helped the pt inspect the rtm cord, rtm plug, and controller port, but no visible damage was detected. Pss had the pt clean the rtm plug pins and they attempted to recharge their ins, but saw the "no device found" screen and was recharging their ins with poor quality. Pt noted the controller battery was at 70% and the ins battery was at 50%. Pt confirmed they weren't using the recharging belt to hold the rtm, so they grabbed the belt and continued to see the "poor recharge quality, try again" screen. Pss re-directed the pt to their hcp to further address the situation since the pt was recently implanted. 2023-mar-28 e1 (rep, hcp): additional information was received from the rep. The cause of the ins being tilted was not determined, but per the hcp, the issue was resolved and did not require surgical intervention. The patient was going for a manual flip with hcp, however per the hcp the issue was resolved on it's own and patient is able to charge normally. Weight is unknown. 2023-04-28 mpxr 1053843 (con, rep): additional information from the patient indicated that the ins will be revised because it is currently uncomfortable for the patient to charge. The ins is going to be moved to a different location. An xray was performed and it was noted that the leads have migrated 2 contacts, but the patient is still feeling stimulation in their painful areas.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep called to provide an update that a pocket revision was completed for patient today and the recharging issue is resolved at this time as the ins is in a better location and lying flat. Rep also reported patient's updated weight.

Event description:
Patient (pt) called back and re-reported previously documented events from this case. Pt noted they continued to experience difficulty recharging the implanted neurostimulator (ins) battery and would see the "poor recharge quality" screen, but they confirmed they didn't see any error messages when recharging the ins battery. Pt noted one side of the rtm wouldn't work so they flipped the rtm and sometimes worked better. Pt noted they would get excellent recharge quality, but the connection would be disrupted. Patient service specialist (pss) helped the pt inspect the rtm cord, rtm plug, and controller port, but no visible damage was detected. Pss had the pt clean the rtm plug pins and they attempted to recharge their ins, but saw the "no device found" screen and was recharging their ins with poor quality. Pt noted the controller battery was at 70% and the ins battery was at 50%. Pt confirmed they weren't using the recharging belt to hold the rtm, so they grabbed the belt and continued to see the "poor recharge quality, try again" screen. Pss re-directed the pt to their hcp to further address the situation since the pt was recently implanted. Additional information was received from the rep on 2023-mar-28. The cause of the ins being tilted was not determined, but per the hcp, the issue was resolved and did not require surgical intervention. The patient was going for a manual flip with hcp, however per the hcp the issue was resolved on it's own and patient is able to charge normally. Weight is unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Rep reports patient is present in clinic with her at their one week post-op appointment today. Rep is completing the recharging process in order to educate the patient, but reports she is getting an error code with screen 76 stating "poor recharge quality, reposition the recharger and try again" with a beeping noise. Rep also states the screen will transition between this screen, as well as a screen that states "looking for device" and "checking recharge quality". Rep states she has already tried taking the li battery out of the controller and placing it back in, as well as substituting a different recharger antenna without being able to get past that screen. Rep reports that upon palpating the patient's ins, it does feel as though the ins could be slightly tilted to one side. Upon interrogation with the clinician programmer, the patient's ins was reported to be at 60% c harge and rep confirms the controller is paired with the implant. Ts advised rep to try swapping outfor a different controller. Once paired with the new controller (rep also used new battery), rep reports they were seeing a passive recharge screen 50 with the following numbers: 79, 80 and 80. Rep was able to manipulate the antenna slightly to see 75, 80 and 80.rep reports patient then went through approximately three cycles on the phone with this screen and looking for the connection, but was unable to initiate a normal recharge. Ts advised rep to disable and re-enable the controller, which did not resolve the issue, but did result in seeing screen 76 again. The issue was not resolved through troubleshooting. Ts advised rep to wait one more week for patient's swelling at their incision site to decrease, as well as possible removal of bandages that were still in place during their appointment today. Ts provided case number for future reference. Rep asked if she should keep patient's stimulation turned on this week. Ts advised rep that was a decision for her and the patient, as the patient would be able to use stimulation, but may lose it if the battery depletes.

Manufacturer narrative:
Product ID 97745nt lot# serial# (B)(4). Product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.